Event description:
It was reported that, "dr was doing a total hip replacement on a time pt using the rejuvenate system. He had broached up to a satisiating size and started to plane with the ways calcar planer. He inserted the planer guide into the implanted broach and when he pressed on the trigger on the system 6 drill the hand piece torque the opposite way. The tech replaced the plasma with a smaller one and the surgery proceeded without any further issues. No negative outcome was expected from anyone involved."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.